Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was report that intra-operatively, while attempting to take a 3d spin, the site was unable to acquire the scans. The site reported that they were able to take 2d scans. The imaging system was rebooted, and then the site was able to acquire the scan. Surgery was completed utilizing the imaging and navigation systems. Surgical time was extended by less than one hour. There was no reported patient impact.